Manufacturer narrative:
(B)(4). Approximate age of device ¿ 78 days. The patient remains on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted after several days of dizziness, weakness, dyspnea on exertion, tremors and fatigue. The patient's hemoglobin level was 6.9 g/dl. The patient received 3 units of packed red blood cells. An upper endoscopy performed on (B)(6) 2016 showed multiple arteriovenous malformations (avms) with oozing blood located along the greater curvature of the mid-stomach. The avms were successfully cauterized with argon plasma coagulation (apc). The patient's anticoagulation regimen at the time included aspirin and warfarin. It was reported that the gi bleeding resolved on (B)(6) 2016.